Event description:
It was reported that during procedure the rigid video scope had error b32 (scope data err (b32) the endoscope is damaged). There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken, the fibre bonding in the outer tube area (distal end) is damaged, and no image is displayed. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore error b32 occurs, and no image is displayed. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.